Event description:
It was reported that the pump's usb port was bent, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle there was no reported adverse impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.